Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral muscle stimulation and pacemaker syndrome. It was further reported that the right atrial (ra) lead exhibited dislodgement, non-capture and no sensing. It was noted that the ra lead was likely in the device pocket in its entirety. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.